Event description:
Customer reported a recurring malfunction alarm. There was no impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.